Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed and it could not be definitively determined if the device failed to meet specifications. The information available indicated this was a tandem lesion. Based on this information, it is believed that the reported issue is related to a device which met all required specifications and was used in accordance with the device directions for use, but device performance was limited due to anatomical factors.

Event description:
The patient presented with a transient ischemic attack in the internal carotid artery. It was reported that during percutaneous transluminal angioplasty (pta) treatment with the balloon catheter, vascular dissection occurred. A stent (subject device) was deployed; however, the proximal end was insufficiently extended. Therefore, a second stent was deployed at the proximal part of the stenosis and pta was completed with the balloon catheter. No further information was reported.

Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
The patient presented with a transient ischemic attack in the internal carotid artery. It was reported that during percutaneous transluminal angioplasty (pta) treatment with the balloon catheter, vascular dissection occurred. A stent (subject device) was deployed; however, the proximal end was insufficiently extended. Therefore, a second stent was deployed at the proximal part of the stenosis and pta was completed with the balloon catheter. No further information was reported.